Event description:
It was reported to boston scientific corporation that a radial jaw edge pulmonary biopsy forceps was used during a lung biopsy procedure performed on (B)(6) 2011. According to the complainant, after taking the biopsy, the jaws were reopened within the patient, but were not able to be closed. The forceps and bronchoscope were removed from the patient in tandem, and then the forceps was cut and removed from the scope. No difficulty or resistance was encountered while advancing and withdrawing the forceps through the scope. Additionally, no specific device damage was visible. The procedure was completed with another radial jaw edge pulmonary biopsy forceps device. Reportedly, the device was not inspected/tested prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).